Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error code and buttons were harder to press. Customer¿s blood glucose was unknown. Customer also reported that insulin pump will shoots or squirts insulin as opposed to just dripping. Customer stated that insulin pump receives unexplained no delivery alerts and insulin pump will rewind as well as start over. Insulin pump will not be returned for analysis.